Event description:
It was reported on (B)(6) 2018, bard 4 fr double lumen PICC placed by ir in the right basilica vein; catheter tip cavoatrial junction, 4 cm external length, securacath in place. It was stated that on (B)(6) 2018, leaking was reported from the insertion site; however, upon further examination, the leakage was coming from a fracture in the catheter at the junction of the catheter and securement wings. A bend/kink in the catheter was visible at this location. The catheter appeared to be well-aligned within the channel of the securacath.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed and appears to be related to the use of the device. One 4 fr dl powerpicc sv catheter and a securacath securement device were returned for investigation. Usage residue was observed on the returned sample. The catheter extended up to the 37 cm depth marker. Two kinks were observed at the proximal end of the catheter and 8mm from the proximal end. The catheter lumens were flushed with water using a 12 ml syringe and a leak was observed to emanate from the red lumen. The leak was located near the proximal end of the catheter near the kink locations. Microscopic observation of the leak location revealed longitudinal catheter damage at the catheter kink location. The damage appears to have been initiated due to flexural fatigue due to the securement method of the catheter. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recx0882 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported on (B)(6) 2018, bard 4 fr double lumen PICC placed by ir in the right basilica vein; catheter tip cavoatrial junction, 4 cm external length, securacath in place. It was stated that on (B)(6) 2018, leaking was reported from the insertion site; however, upon further examination, the leakage was coming from a fracture in the catheter at the junction of the catheter and securement wings. A bend/kink in the catheter was visible at this location. The catheter appeared to be well-aligned within the channel of the securacath.